Event description:
Customer reports that unit "fail to cycle" in use. Unit fails to cycle on power up. Then displays "888"s in display windows and locks up in fail to cycle. Failure occurred while on pt. No pt injury reported. Pt manually ventilated and placed on another ventilator. No pt compromise noted.